Event description:
Proximal end of 3-way connector tore while attempting to connect. No instruments were used. There was an obvious diameter and length difference when comparing an older lot to newer lots. Tubing end of the connector is noticeably longer and thinner than previous lot numbers. Physician is asking whether thinner tubing is specific to this lot or if there has been a change.